Manufacturer narrative:
Device evaluation: one cadd cassette reservoirs - flow stop was returned for analysis. The sample was visually inspected, at a distance of 12? To 24? And normal conditions of illumination. The sample has a lot of dry traces possibly from medication or sodium hypochlorite due decontamination, which any of these significant amount of traces could create occlusion, or new layers in the inner diameter of the tubing and luers. The sample in this condition will make accuracy test, therefore no testing will be performed to this sample. No discrepancies were detected related to manufacturing process. The following are relevant documents which were reviewed and deemed adequate and correct with respect to testing and inspection activities: cassette bonding, cassette bag loading, cassette turntable, uv adhesive application and curing, accuracy test procedure, and deltec cassette (international and enteral). Production performs a 100 percent in process inspection, in order to verify for occlusions, kinked tubing verify that the bag is properly placed and verifies that the height of the arch of the pump tube is within specification. No root cause has to be determined since the complaint was not confirmed due the cause that no issues were found.

Event description:
Information was received indicating that a smiths medical cadd medication cassette reservoir administered a larger than indicated value. It was reported that medical fluid was overdosed to the patient. There were no reported adverse patient effects.